Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report. The device is not intended for sale in the us. Similar product sold in the us. Additional information requested regarding patient use and patient condition. Information not received at the time of this report.

Event description:
The customer alleges that the cannula detached from the hub.

Manufacturer narrative:
(B)(4) new information received indicates that this was not a reportable event, thus, the MDR submitted on (B)(6) 2017 was submitted in error.

Event description:
The customer alleges that the cannula detached from the hub.